Event description:
Dr stated that he is a physician that used an adhesion barrier in a pt one year ago during laparosocpic surgery for endometriosis of both ovaries. After removal of endometriosis, he wrapped both ovaries with the adhesion barrier. Dr has received notification that he is being sued. He stated that this pt has been seen by another physician who attributed her infertility to the use of an adhesion barrier. Dr refused to give any add'l info stating "he doesn't want to get any one else involved at this time" and "I don't want to file a complaint."